Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain, cramp') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and caesarean section (1). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), menometrorrhagia ("heavy, irregular menstrual bleeding"), groin pain ("pain in the groin"), fatigue ("fatigue"), asthenia ("lack of energy"), peripheral swelling ("swollen legs"), abdominal distension ("swollen stomach"), pruritus ("itchy legs"), disturbance in attention ("difficulty concentrating") and pain in extremity ("long-term toe pain"). Essure treatment was not changed. At the time of the report, the abdominal pain, menometrorrhagia, groin pain, fatigue, asthenia, peripheral swelling, abdominal distension, pruritus, disturbance in attention and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, disturbance in attention, fatigue, groin pain, menometrorrhagia, pain in extremity, peripheral swelling and pruritus with essure. The reporter commented: in 2012 I was living in (B)(6) where I was fitted with a device. I didn¿t know about, essure. It was the doctors who suggested it to me. In 2013 I moved to tunisia, where I have been living ever since. For a long time I have had health problems (post essure), couldn¿t understand what was happening to me (and I felt that no one else understood me) and I wondered if it could be my age, but I¿m only (B)(6). I have been to see my gynecologist several times over many years, but nothing has changed, it¿s been worse and worse. I came across several people on the internet with the same symptoms as me, and I spoke about it several times with my gynecologist, but he knew nothing about it. Last week I went to the emergency department and was sent to see a general surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: the images showed an essure device that seemed to be in the correct position. Gynaecological examination - on (B)(6) 2012: bilateral insertion of an essure micro-implant around the intra-mural tubal segment. After being disengaged, these were correctly positioned. 3 to 5 external coils were deployed in the uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain, cramp') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and caesarean section (1). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), menometrorrhagia ("heavy, irregular menstrual bleeding"), groin pain ("pain in the groin"), fatigue ("fatigue"), asthenia ("lack of energy"), peripheral swelling ("swollen legs"), abdominal distension ("swollen stomach"), pruritus ("itchy legs"), disturbance in attention ("difficulty concentrating") and pain in extremity ("long-term toe pain"). Essure treatment was not changed. At the time of the report, the abdominal pain, menometrorrhagia, groin pain, fatigue, asthenia, peripheral swelling, abdominal distension, pruritus, disturbance in attention and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, disturbance in attention, fatigue, groin pain, menometrorrhagia, pain in extremity, peripheral swelling and pruritus with essure. The reporter commented: in 2012 I was living in france where I was fitted with a device. I didn¿t know about, essure. It was the doctors who suggested it to me. In 2013 I moved to tunisia, where I have been living ever since. For a long time I have had health problems (post essure), couldn¿t understand what was happening to me (and I felt that no one else understood me) and I wondered if it could be my age, but I¿m only 44. I have been to see my gynecologist several times over many years, but nothing has changed, it¿s been worse and worse. I came across several people on the internet with the same symptoms as me, and I spoke about it several times with my gynecologist, but he knew nothing about it. Last week I went to the emergency department and was sent to see a general surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: the images showed an essure device that seemed to be in the correct position. Gynaecological examination - on (B)(6) 2012: bilateral insertion of an essure micro-implant around the intra-mural tubal segment. After being disengaged, these were correctly positioned. 3 to 5 external coils were deployed in the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.